Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted due to infection and subsequent device extrusion.reimplantation is planned, however, has not occurred as of the date of this report, (B)(6), 2012.